Event description:
This pt experienced a ventricular arrhythmia that did not convert with therapy and perished. The pt was buried with the device and lead implanted. It is reported that dft testing was performed on (B)(6) 2012 and the pt was able to be rescued with 18 joules.